Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the distal end and nozzle were wiped/brushed, and the nozzle were flushed with a detergent solution during reprocessing. During device evaluation at olympus, it was found the play of the up/down knob was out of the standard value due to the wear of the angle wire, the water removal ability did not meet the standard value due to clogging of the nozzle, the indication on the grip was unclear, there is a lack of image on the monitor due to dirt on the objective lens, the image had a dark area partially due to a scratch on the objective lens, the scope cover plate was unclear, and multiple parts of the scope were scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that histoacrylic (medicine agent) adhered to the forceps mouth of the evis lucera gastrointestinal videoscope. The issue occurred during a therapeutic endoscopic embolization procedure. There was no delay and the procedure was completed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle, objective lens, scope cover and distal end had foreign material and the bending section cover was dirty. The report is being submitted due to foreign material in the scope found during evaluation.